Event description:
It was reported by the rep that the device was used during the laparoscopic cholecystectomy. It was reported six trocar gaskets were leaking. The trocars were replaced to complete the case. There was no consequence to the pt.